Event description:
On (B)(6), 2010 the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch ultra 2 meter would power off during use. The technical service representative (tsr) spoke with the patient to obtain and verify information; however the patient was not available to speak with the tsr. For three days, the patient noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. On (B)(6), 2010 at 10:00 am the patient experienced the symptom of "seeing double". The patient took the action of consuming more food and/or drink; he did not seek any medical attention or treatment. It would have been helpful to determine what meals and medications were taken during the time period the patient was unable to test his blood glucose level, if this was the patient's symptom of high or low blood glucose levels, if he felt better after consuming the food, and if the patient had a backup meter. Troubleshooting revealed the patient had replaced the meter's battery correctly. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia or hyperglycemia after he was unable to test his blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.